Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose level from 10.2 mmol/l to 19.3 mmol/l; she also had worked in the garden. Caller alleges pump does not deliver insulin correctly. No adverse event reported. Requested return of the alleged device for evaluation.